Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol perfix light plug (device #1) may have caused or contributed to the reported event. The attorney alleges recurrent hernia and surgery to remove the device. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. The cause of the patient postoperative complications cannot be determined at this time. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Information is limited. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol perfix light plug (device #1). An additional emdr was submitted to represent the bard/davol perfix plug (device #2). Not returned.

Event description:
It is alleged by the patient¿s attorney that the patient was a recipient of a bard /davol perfix light plug (device #1) (here in after ¿perfix light plug¿). It is alleged by the patient¿s attorney that on or about (B)(6) 2014, the patient underwent surgery for repair of massive inguinal hernia. As alleged, a bard/davol perfix light plug (device #1), was implanted to repair the hernia defect. It was alleged by the patient¿s attorney that on or about (B)(6) 2017, the patient underwent an additional surgery to remove the perfix light plug (device #1), again to repair the massive inguinal hernia, and to place a new perfix plug (device #2) in the patient. Allegedly, as a result, the patient was injured severely and permanently. As alleged, patient has suffered and will continue to suffer physical pain and mental anguish. As reported, patient suffered and from chronic pain, as well as psychological stress and depression due to the alleged defective perfix plug (device #2).